Event description:
Caller reported false negative urine hcg results on three samples from one patient with consult diagnostics hcg cassette vs. Ultrasound. A (B)(6) female patient was tested on consult diagnostics hcg cassette. Three different urine samples from this patient were tested and gave negative results. No hcg serum quantitative sample was tested; pregnancy was confirmed by ultrasound. Patient was 13 weeks pregnant with twins.

Manufacturer narrative:
Lot number: hcg1080272; expiration date: 07/2013 control lot: 20miu/ml hcg urine lot: hcg120130-01, 100miu/ml hcg urine lot: hcg110307-01, 241.0iu/ml hcg urine lot: hcg111020-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time (n=5). The 100miu/ml hcg urine control yield clearly positive results at 3 minute read time (n=5). The 241.0iu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain product. Results met qc specification. No false negative was observed. Manufacturing batch record review did not observe failure. Root cause could not be determined from the information provided by the customer. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established. There have been 9 cases of false negative results on this lot. A CAPA is to be initiated.